Event description:
It was reported that the right atrial (ra) lead had high threshold, had loss of sensing, and was fractured. Noise was noted on the lead. The ra lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.